Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the falsely depressed results is an instrument malfunction. The pattern of low results for multiple analytes on the same sample aliquot was indicative of a sample aliquot issue. A siemens healthcare customer care center representative directed the customer to inspection and replacement of the sample aliquot probe. The customer replaced and aligned the aliquot probe. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed sodium (na), potassium (k), chloride (cl) and calcium (ca) results were obtained on a patient sample on the dimension vista instrument. The patient result was reported to the physician. The sample was repeated and higher results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed results. There was no report of adverse health consequences as a result of the falsely depressed results.